Manufacturer narrative:
Upon further review it was determined that the sheath was not associated with;the reported event. There is no evidence of a product malfunction or an adverse event associated or any other evet with this device that requires submission of a regulatory report. No additional reports will be forthcoming under this report number.

Manufacturer narrative:
A device history review could not be performed since the complaint lot number is unknown. The device is an avanti sheath introducer but the catalog and lot numbers are not available. This is one of two products associated with this event, but the related report number will be submitted in the related report number is 3004939290-2021-02056.

Event description:
A 6f-7f mynxgrip vascular closure device (vcd) used with a 6f avanti sheath was successfully deployed; however, after 2 hours, the holding nurse raised the head of the patient¿s bed to 25 degrees and immediately noted heavy bleeding from the closure site. She held pressure for 15 minutes and achieved good hemostasis. The patient was then admitted for overnight observation with no additional reported issues. It was mentioned that this was a successful deployment following a diagnostic heart cath by a physician (advanced user of the device). The deployment was unremarkable. The patient was not anticoagulated, with low body mass index (bmi) and no excessive bp problems were noted. Post deployment, the tech held the groin for 5 minutes, noted good hemostasis and moved the patient to the gurney for transport to the holding area. The patient laid flat in the holding area for two (2) hours where the holding nurse checked the tagaderm covering the closure site regularly and noted no unusual bleeding. The device was opened in sterile field. It was a diagnostic procedure with no anticoagulants on board. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was unknown but there was no note of unusual stick. There was also no presence of pvd / calcium in the vicinity of the puncture site. Additional procedural details were requested but were unknown. The device and 2 boxes of unused products will be returned for analysis.